Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified infusor elastomeric devices underinfused medication to the patient. The infusors did not progress with the medication delivery as expected during patient treatment. The devices were filled with piperacillin / tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.